Manufacturer narrative:
Concomitants: (B)(6) 186-03-54 - integrip mh cup sz 54mm. (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6) 164-12-09 - novation element ro x/o sz 9. (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm. The product associated with the reported event is within the scope of recall z-1732-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044) it was reported via legal documentation that approximately 86 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, debilitating injuries and damages, significant pain and scarring, swelling, effusion, inflammation, difficulty walking, antalgic gait, tissue destruction, bone destruction, loss of mobility and other injuries presently undiagnosed, anxiety and emotional distress a direct result of the injuries caused by exactech device. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-1732-2022.